Event description:
It was reported that the pt fell. After the incident, she still was able to hear as usual with her device. During a check following the incident there was a finding in the ear canal or in the middle ear (cholesteatoma or something similar). Therefore, a biopsy was carried out. After the biopsy, the pt was no longer able to hear with her device. Apparently, the electrode was pulled out during the biopsy. The surgeon checked the middle ear and could see the pulled-out electrode. He stated that due to damage to the electrode it is not possible to re-insert. Testing showed all channels with the status hi.

Manufacturer narrative:
The device is scheduled to be explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.